Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that a unicel dxc 600i synchron access clinical system leaked at reagent probe a and the instrument generated "cc cuvette not dry before first reagent dispense" errors (cc - cartridge chemistry). The operator wore personal protective equipment consisting of a lab coat and gloves during the event; no exposure to leaked fluids was reported. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support (cts) appeared to resolve the issue and service was not initiated. The customer found a loose fitting on top of reagent probe a. The customer tightened the fitting to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).